Manufacturer narrative:
As allowed by (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion code: the patient had multiple older amalgam fillings replaced. The development, a pulpitis is a risk of any invasive restorative procedure. The prolonged duration of the symptoms indicates probable irreversible pulpitis. The dentist used desensitizer and replaced 2 of the fillings and this did not seem to alleviate the symptoms for the patient which is further indicative of this condition.

Event description:
(B)(4).